Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was seen in the office for a comprehensive dental exam. It was found that the patient has multiple teeth with dental decay requiring composite restorations and a porcelain crown. Patient also presents with periodontal disease. Scaling and root planning was recommended as part of the treatment plan. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.